Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was asymptomatic when their egv was low and the bg was 400 mg/dl. The patient presented to the hospital with the daughter. There, the nurse took a bg value and it was 1200 mg/dl. The egv at that time was not specified nor clarified. She was transported to another hospital and experienced dizziness. On the way, ambulance staff gave her insulin and IV fluid. The patient was hospitalized until (B)(6) 2024. She was given insulin from time to time. She cannot recall if there was any other medication given to her. The patient was unable to provide further details during the days she stayed at the hospital. She said she was back to normal both physically and mentally on (B)(6) 2024 and was advised to go home. Her daughter accompanied her during her stay at the hospital and they went back home together. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.